Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter was at end of life (eol) several days ago. However, previous checked several months ago showed a year left longevity. Furthermore, the patient stated that they received shock but the episode cannot be seen. Boston scientific technical services (ts) suggested replacing the device and sending for analysis. Additional information received indicated that the device was already explanted. The field representative was unable to verify if there were shock episodes recorded. No additional adverse patient effects were reported.